Manufacturer narrative:
MDR 1219913-2020-00223 was filed on september 04, 2020. December 10, 2020 additional information: the customer obtained discordant reactive (positive) atellica im sars-cov-2 total (cov2t) results when compared to the nonreactive (negative) results obtained with the molecular testing method (rna) and the atellica im sars-cov-2 igg (cov2g) assay. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. The cov2g and cov2t may not always correlate. The cov2g method measure igg antibodies and the cov2t method detects igg and igm antibodies. The cov2t is more sensitive than the cov2g method. Results should always be interpreted in conjunction with the patient's medical history, clinical presentation and other findings. Based on the information provided siemens did not identify a product problem. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The calibration was acceptable and the quality control (qc) results were within the range. The IFU states in the limitations section: "results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. It is currently unknown how long sars-cov-2 antibodies persist following infection and if the presence of antibodies confers protective immunity. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43, or due to cross-reactivity from pre-existing antibodies or other possible causes." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained discordant reactive (positive) atellica im sars-cov-2 total (cov2t) results when compared to the nonreactive (negative) results obtained with the molecular testing method (rna). The patient samples were tested with the atellica im sars-cov-2 igg (cov2g) assay and the results were nonreactive. The initial cov2t results were reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant cov2t results.